Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic hernia repair, the balloon did not inflate while inside of the patient cavity. However, the device worked properly outside of the abdomen. A new device was used to complete the procedure. It is unknown if there was rapid loss of abdominal pressure due to the inflation issue. The device will be returned for evaluation. The device reprocessed or re-sterilized prior to use.